Manufacturer narrative:
Additional narrative: there was no contact phone number or complete address provided; common device name and device product code was unknown; the catalog number and lot number were unknown. PMA/510(k) number was unknown. The manufacturing location was unknown. The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a market research feedback survey, it was reported that the small battery drive devices stopped working mid-procedure. According to the reporter, the battery devices went flat during a procedure and became potentially unsterile when placed in a new in the holder. The number of occurrences and devices were unknown. The reporter stated that the event resulted in delays to the operating time. The duration of the delay and surgical procedures were not specified. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.